Event description:
Report two of three received, of the tubing set separating right below the filter. The patient receives tpn 1920ml's 5 days a week and on three separate occasions, the tubing separation occurred. The duration of each tpn infusion is unknown to the reporter. (The patient is able to tolerate oral intake). It is unknown to the rptr how the pt discovered the separation or how much tpn had leaked. The pt did not experience any decrease in blood surgar. The pt had extra tpn and tubing sets in their home. Once the leak was discovered, the bag and tubing set was changed. No report of adverse pt effect. Additional patient information was requested, but no further information was available.